Event description:
The patient was having a turp (transurethral resection of the prostate) done with an olypmus resectoscope. The porcelan (beak) came off the inner sheath of the resectoscope inside the patient's prostatic urethra. The broken instructment piece was retrieved with cystoscope and flexible alligator grasper.======================manufacturer response for resectoscope, bipolar working element (per site reporter).======================the item was sent to ims for repair. It was deemed unrepairable. A replacement was ordered.